Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving unknown medication(s) at unknown dose/concentrations via an implanted infusion pump for non-malignant pain. It was reported the patient experienced pain at the pump pocket due to the pump position. The patient had discontinued drug therapy "some time ago" but the pump itself had been causing discomfort. The specific event date was unable to be obtained. It was unknown if there had been any diagnostic testing or troubleshooting. The patient was sent to a surgeon for explant from their pain hcp. The device system was then explanted and discarded by the customer. It was not known to the reporter if the issue had resolved at the time of report. The patient's status at the time of report was listed as "alive- no injury". Further information was then received from the patient's hcp after follow-up was performed for additional event details. Notes were provided from (B)(6) 2016, which was the last time the hcp had seen the patient. A print report was provided as well from when the pump was examined on (B)(6) 2015. A note on the print report indicated a "pump cathetergram" was attempted on (B)(6) 2015, however results and the reason for the attempt were not provided. Further information was requested to obtain the reason and results of the attempt, but was not received at the time of this report. At the time of interrogation on (B)(6) 2015, the pump was delivering hydromorphone 10 mg/ml at a dose of 0.063 mg per day and bupivacaine 1.7 mg/ml at a dose of 0.0107 mg per day. The elective replacement indicator (eri) on the pump was at 51 months. A note was then provided from the visit on (B)(6) 2016. The reason for the appointment/chief complaints were low back pain, left leg pain and left buttocks pain. Mid back pain was also reported. The patient presented that day requesting pain medication for her chronic low back pain. She reported her pump was no longer functional and she was having a lot of pain. She had been taking excedrin for the pain. She was having low back surgery a month from then with her hcp and was also having her "nonfunctional" pump removed. The patient didn't want a new pump because she had reportedly had 4 and her body "seems to reject them". In regards to the patient's pain symptoms at the time of the visit, the pain was constant, described as aching, the average pain score vas (visual analog score) was 9. Throbbing was also reported in regards to the pain description. The pain was exacerbated by the following: bending or stooping, changing from a sitting to standing, sitting, lifting or carrying heavy loads, lifting or carrying small loads, lying on their side and walking. The pain was alleviated by nothing. The adl/qol (activities of daily living/quality of life) interference included daily chores, house chores, walking, grooming, exercise, and relationships. In terms of medication follow up, analgesia was received from their current treatment regimen at that time which was listed as their pain pump. Activities the patient could perform due to their current treatment regimen included social outings, hobbies and personal hygiene. No adverse effects of medications were noted. Within the note, the patient's initial visit with the new managing hcp on (B)(6) 2015 was summarized as well. The patient presented with a pump at that time that had been turned off since (B)(6) of 2015. The pump was reportedly turned off for a MRI, and then put to minimum rate. The patient per the note seemed very confused about what really happened. Further information was requested to clarify if there was an issue being alleged against the pump, but was not received. She was seeing a different hcp for her pump and said he humiliated her. The pump was at the time of the visit on (B)(6) 2016 hurting her as it was pressing on her bladder. The patient reportedly couldn't stand more than 5 minutes. Her low back pain radiated down her left leg to her heel. She denied a recent MRI of her back. The patient had pt (physical therapy) in (B)(6) at the nursing home after she left the hospital. Due to the patient receiving a larger pump in 2013, it had caused abdominal pain ever since, where it touched her anterior superior iliac spine. Since the last surgery, a catheter fragment "came off" and subsequent but not immediately at that time she had developed worsening left leg pain. She had also developed more falls and had become injured periodically from the fall. As a result she now used a walker. The patient had not had any x-rays, mris or scans to evaluate the new onset low back pain and radicular pain down her leg. Treatments the patient was receiving included physical therapy, a walker, spinal injections, a back brace, tens unit, low and mid back surgery, medication trails included anti-inflammatory medications however aspirin was not helpful. Celebrex and ibuprofen were helpful. In terms of muscle relaxers valium, baclofen, cyclobenzaprine and soma were not helpful. Narcotics wise, dilaudid, hydrocodone and oxycontin were helpful. Pain creams including over the counters, prescription and compounded creams were not helpful. Cymbalta was also not helpful. A review of systems was documented and the patient at the visit admitted the following symptoms: bladder control loss, teeth/gum problems, easy bruising/bleeding, poor circulation, swelling in their legs, chronic cough, wheezing, shortness of breath, pain - leg and buttocks, drowsiness, tremors, appetite loss, weight loss, constipation, diarrhea, bowel control loss, and insomnia. It was noted the patient was advised to follow up with their primary care physician for issues not related to their pain management. However, the issues not related to the pain management were not specified. Further information was requested to obtain clarification regarding which symptoms were related to the patient's pain management, but additional information has not yet been received. It was also noted she leaned on the table to her right for support due to the low back pain. The patient's itp (intrathecal pain) pump was palpable on their left lower abdomen. A large lumbar spine scar was listed as well. Assessments included other chronic pain and lumbar radiculopathy. In terms of treatment for the lumbar radiculopathy, the hcp was in the room to discuss the treatment plan with the patient. The patient was advised that it was not an ideal time to start pain medications due to upcoming surgery. The patient would need pain control after surgery and starting that on (B)(6) 2016 would make that much more difficult to achieve. The patient was also advised that her best option for pain control would be the pump as she reportedly becomes tolerant to oral medications very quickly. In regards to follow up, prn (as needed) was listed. No further information was provided. Further follow up was then conducted to obtain clarification regarding information received from the office notes. Upon follow up with the patient's current managing hcp, the initial note from the initial visit with the patient back on (B)(6) 2015 was then provided. The reason for the appointment/chief complaint at that initial visit had been chronic low back pain. The patient admitted the same symptoms as previously reported upon review of systems as when the review of systems occurred on (B)(6) 2016. The patient's medication history and medical history were also listed as the same. Upon examination on (B)(6) 2015, there was decreased range of motion noted in the patient's shoulder with no further information provided regarding the cause. Upon examination of the patient's thoracic spine, specifically when examining for paraspinal muscle spasm, bilateral tenderness was noted and "spasm right and left". Upon palpation of the patient's lumbar spine, bilateral lower tenderness right and left was noted. The patient's reflexes were diminished bilaterally. The patient at the time of that visit was walking with a walker as well. Assessments were documented as post laminectomy syndrome, lumbar radiculopathy, mid-line thoracic back pain and unspecified ataxia. Clinical notes from the initial visit were also do cumented. At the time of the initial visit, the patient's pump was at minimum rate and delivering dilaudid and bupivacaine. She was having increased difficulty with walking, had multiple falls and now used a walker. The patient had new pain going down her left leg at that point that was noted to not have been there when her pump was implanted. The patient had not had any x-rays or mris since her pump was implanted by a previous hcp in 2013. The hcp as of (B)(6) 2015 had planned to recommend an MRI of the lumbar and thoracic spine with and without gadolinium. The hcp was also going to get x-rays of the lumbar and thoracic spine to determine pump and catheter location. The hcp noted he needed to rule out the possibility of an intrathecal granuloma causing her radicular new pain syndrome. Further follow up was conducted to determine if a granuloma was ruled out, but was not received at the time of this report. It was also noted the hcp thought the patient could have l5 radiculopathy as well which was the reason to do the lumbar MRI. The hcp also noted the pump might need re-operation to put a smaller pump as the current one was adjacent to the superior anterior iliac spine as noted which was causing the patient' significant discomfort. The treatment objectives for that visit were to treat the patient's underlying pathology, enhance their ability to manage pain independently, improve function and sustain quality of life, limit use of pain medication and improve psychological function. Recommendations for alternative therapies and life style changes were also discussed. The goal of treatment was to reduce the patient's pain by 20 to 40 percent and increase their activity level. The hcp recommended the patient's prescribed medications. Follow up was scheduled for three weeks the reason being to review the imaging studies hcp notes. No further information was provided regarding the patient's ;second pump being rejected by her body including if the patient had experienced any symptoms specifically due to the rejection, when the onset of the rejection with her second known registered pump had occurred, or if any diagnostic testing or actions/interventions had occurred as a result. Further details were not provided regarding the report that a catheter fragment came off since their last surgery including if any troubleshooting or actions/interventions occurred as a result or what the cause was. Within the office notes, the following patient history was provided: the patient had a history of 4 back surgeries including a history of thoracic and lumbar spine surgery. Their pain onset was listed as 1991. The pain etiology was a fall, work injury. In regards to the patient's pregnancy status, a hysterectomy was listed. The patient's medical history was also documented and was listed as follows: migraines, head injury, stroke, seizures, high blood pressure, high cholesterol, heart attack, emphysema, asthma, ulcers, gallbladder disease, pancreatitis, bowel disease, osteoporosis, spine disorder, arthritis, depression and anxiety. The patient was an everyday smoker currently. The patient's family history included stroke, seizures, peripheral nerve disease, high blood pressure, high cholesterol, coronary artery disease, heart attack, ulcers, depression, anxiety and alcoholism. The patient's allergies consisted of cymbalta, penicillin and sulfamethizole. Medications the patient was taking as of (B)(6) 2016 consisted of the following: brimonidine ophthalmic 0.2% solution one drop three times per day, caltrate 600 + d 600 mg-800 intl unites 1 tablet 2 times per day, centrum silver therapeutic multiple vitamins with minerals one tablet once a day, clonidine 0.1mg twice a day, cyclobenzaprine (flexeril) 10mg at bedtime, eliquis 5mg 2 times per day, excedrin 8 per day, flonase 50 mcg/inh spray once per day, gabapentin 600 mg once four times per day, garlic oil 100ml, levetiracetam 250mg twice a day, magnesium oxide 400 mg twice a day, metoprolol succinate ER 25 mg once a day, nitrostat 0.4mg once every five minutes, primidone 50 mg twice a day, proair hfa cfc free 90 mcg/inh aerosol 2 puffs four times a day, ranitidine 300 mg once a day at bedtime, sertraline 25 mg once a day, slow-mag, sucralfate 1g four times a day before meals and at bedtime, symbicort 160 mcg-4.5mcg/inh aerosol 2 puffs twice per day, triamcinolone acetonide in ascorbase, vitamin c 500 mg once a day, vitamin d3, vitamin e 400mg, zinc, and zolpidem 10 mg one to two tablets once a day at bedtime. MRI results were also documented from an unspecified date: a t8-9 catheter tip was noted anterior and to the left. T10-11 had lig flavum hypertrophy on the right, their l2-3 had severe spinal stenosis due to annular bulge, lig flavum hypertrophy, facet hypertrophy, grade 1 anterolisthesis, vertebral augmentation of l1 thoracic diffuse thoracic spondylosis, benign t9 osseous hemangioma, ddd (degenerative disc disease) with disc bulges and foraminal stenosis throughout, as well as an orphan cath tip at t12, orphan cath sacrum to l1-2, it was noted "unable to tell which catheters are orphan and which is connected to itp (intrathecal pump)." (Refer to manufacturer report # 3004209178-2013-11049 for the orphan catheter event). X-ray results were also documented from an unspecified date. The thoracic section was x-rayed and the following was described: minimal anterior vertebral height loss in the mid to lower thoracic spine with slight anterior wedging. Ossified discs at l3-4, l4-5 and possibly l5-s1. The patient's vital signs was of (B)(6) 2016 were as follows: height 60 inches, weight (B)(6), bmi 26.36, blood pressure 141/86 and heart rate 92 beats per minute. The patient's vitals at the (B)(6) 2015 visit had been: weight (B)(6), blood pressure 173/63 mmhg, and a heart rate of 66 beats per minute. Upon examination on (B)(6) 2015, a prior laminectomy scar was noted on the patient's upper back. There was marked tenderness in the t10-11 area which appeared to be a laminectomy scar. Upon examination of the patient's lumbar spine, a large lumbar spine scar was noted as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.